Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: prophylactic placement of an inferior vena cava (ivc) filter was indicated in the morbidly obese patient just prior to gastric bypass surgery. The patient was placed in a supine position and prepped and draped in standard sterile fashion. Access was gained into the right common femoral vein and a venogram revealed positioning above the left renal vein and left iliac bifurcation. The ivc filter was deployed at the l2-l3 vertebral bodies without difficulty. The introducer sheath was removed and hemostasis was obtained. The patient tolerated the procedure well and the bariatric surgeon took over and performed roux-en-y gastric bypass surgery which the patient tolerated well and was transferred from the operating room in stable condition. Approximately seven years eight months post deployment, the patient presented for evaluation of the ivc filter for fragmentation/migration or other associated complication. An abdominal CT identified the filter to be grossly intact and well positioned within the infrarenal ivc with several limbs which appeared to extend beyond the outer margin of the inferior vena cava. There was no definite associated complication identified on the non-contrast CT. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years and eight months post deployment, an abdominal CT identified the filter to be grossly intact and well positioned within the infrarenal ivc with several limbs which appeared to extend beyond the outer margin of the inferior vena cava. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The morbidly obese patient underwent prophylactic placement of a vena cava filter prior to gastric bypass surgery. Approximately seven years eight months post placement, an abdominal CT performed to evaluate the filter identified the filter to be in good position with several limbs which appeared to extend beyond the caval wall. No additional medical records were received for this patient.